Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The customer¿s blood glucose was 359 mg/dl. The customer stated that the size of the air bubble was unknown. The troubleshooting was not completed. The reservoir will not be returned for analysis.